Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated d9, h3, and h6 to reflect the product receipt and evaluation process. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified since the phenomena were not reproduced. The event can be detected/prevented by following the instructions for use which state: "make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Connect the video connector all the way into the video connector socket. An improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the camera head is disconnected, the color bar is displayed. Do not touch any of the electrical contacts inside the video connector socket of the camera control unit. Otherwise, the camera control unit may malfunction. Do not apply excessive force to the camera head by bending, stretching, or crushing it. Also, do not pull the camera head, as this may cause internal wire disconnection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the e222 was reported on camera control unit indicating camera head communication error; the image was flickering. The issue was found during preparation for use. The intended therapeutic laparoscopy procedure was completed using a similar device without delay. There were no reports of patient harm.